Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is unknown at this time the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer returned a platelet bag, lr filter and platelet line tubing from a used trima disposable set for investigation. Initial observations noted the presence of fluid and platelet aggregation in the filter inlet tubing. No fluid was observed in the filter outlet tubing. Per the incident description, the filter was flow tested using a fluid filled syringe and fluid was able to flow freely through the filter and tubing. The 2-1 and 3-1 connectors were also independently flow tested and no occlusions were identified. The slide clamp on the platelet bag line was noted to be returned in the closed position. In summary, no disposable defects were identified. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was determined there was an rbc spillover in the collect line, likely due to clumping, not hemolysis. It was determined there was no concern for elevated rwbc concern either as the spillover was early in the run. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: the customer returned a platelet bag, lr filter and platelet line tubing from a used trima disposable set for investigation. Initial observations noted the presence of fluid and platelet aggregation in the filter inlet tubing. No fluid was observed in the filter outlet tubing. Per the incident description, the filter was flow tested using a fluid filled syringe and fluid was able to flow freely through the filter and tubing. The 2-1 and 3-1 connectors were also independently flow tested and no occlusions were identified. The slide clamp on the platelet bag line was noted to be returned in the closed position. In summary, no disposable defects were identified. Investigation is in process; a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is unknown at this time the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.